Event description:
Rptr called on 10/7/97 concerning use of her synaptic 2000. She reported that during the period october 3rd through 6, two of her pts said they felt a sudden change in sensation while undergoing a treatment session. One pt, during her treatment on october 3rd, felt what she described as a "severe shock". They checked the device and found no apparent problem. Pt wanted to complete the treatment session, and was allowed to do so- without further incident. Pt returned for another treatment on october 6th which was administered without incident. During the june-october period, pt has received 41 treatments on the synaptic with the only unpleasant incident occurring on october 3. The second pt, has received 16 synaptic treatments during the june/october period and had told reporter that he "believed that the synaptic was giving him very effective treatment for his pain." During his treatment on october 6th, he told rptr that he received a sudden large increase in stimulus that has caused him to be injured. The treatment session was discontinued and pt left the clinic. Rptr explained that a similar, but less traumatic incident occurred "about 1 month ago" during a treatment session with this pt. At the time rptr was not concerned about the pts' complaint. Rptr indicated that she average about 25 treatments per week, and over the june/october period she had three complaints out of about 90-100 treatments given. Rptr suggested synaptic contact.